Event description:
Boston scientific received information that during routine device interrogation, a message stating the presence of a magnet was displayed. The sales representative reprogrammed magnet switch to off and devicie memory was saved to a disk. The patient implanted with this device experienced shortness of breath (sob) and fatigue with a presenting heart rate of 77bpm. Analysis results concluded that the device reed switch was stuck on. No reset or memory errors had occurred.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.